Event description:
Boston scientific received information that this right atrial pace/sense lead became dislodged and the patient had to be hospitalized for the repositioning procedure. Aside from the hospitalization, no specific adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that the lead remains in service. If additional information becomes available, this event will be updated and an updated report will be submitted.